Event description:
It was reported that there high atrial threshold on the right atrial (ra) lead and oversensing on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011, product ID: 457445 implantable pacing lead, implanted: (B)(6) 2010, 419688 implantable pacing lead, implanted: (B)(6) 2011, 3387s-40 deep brain stimulation lead, implanted: (B)(6) 2011,37603 deep brain stimulation implantable pulse generator (ipg), implanted: (B)(6) 2011, 3708-95 neuro extension implanted: (B)(6) 2011,37642 neuro programmer, implanted: unknown. (B)(4).